Event description:
The patient reports the 'lead broke'. It was later replaced. No patient complications have been reported as a result of this event. Additional information received from pt's attorney alleges "inappropriate or excessive shocking or failure to receive therapeutic shocks. Each of which have required them to seek medical intervention resulting in replacement". Also alleges "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.